Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a possible inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, the right atrial (ra) lead exhibited possible undersensing on stored electrograms (egm). The implantable cardioverter defibrillator (ICD) and lead remain in use. No further patient complications have been reported as a result of this event.